Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that threshold suspend was activated on the customer's insulin pump, when her blood glucose was 139 mg/dl and the low threshold was 60 mg/dl. Her sensor glucose value was 58 mg/dl. The difference between sensor glucose and blood glucose was explained to the customer. Nothing further was reported.